Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had loss of therapy. High impedance electrode 9,11,12,14,15. Contributing factor to the issue is unknown. Rep reprogrammed patient and the issue was resolved. No surgical intervention occurred or planned. Patient is alive with no injury.